Manufacturer narrative:
The actual sample was returned to the manufacturing facility for evaluation. Measurement of the total length found that the actual sample had been fractured at approx. 21mm from the distal end of the hub. The total length of the normal product is approx. 30mm. It was found that the distal segment approx. 9mm in length was missing from the actual sample. Magnifying inspection of the fracture revealed the surface on approx. 0.3 - 5.3mm from the distal end was in the smooth state with the elongated portion at the distal end to approx. 1.0mm from the distal end. The outside and inside diameters were measured on the segment adjacent to the fracture and confirmed to be comparable to those of the current product sample. The fractured piece measured approx. 1.5mm in length. Magnifying inspection found that the fractured piece had a curved shape. Electron microscopic inspection found that the fractured piece had been elongated. Simulation testing was conducted on the current plastic cannula sample. The sample was made to come into contact with a scalpel. In this state a pulling action was given to the sample. As the result, the cannula got fractured with the generation of a smooth segment and an elongated segment on the fracture cross-section surface. The state similar to that of the actual sample was duplicated. The production lot number was not provided by the user facility, which prevented a meaningful review of production or complaint records. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample came into contact with a sharp tool, including a scalpel and got torn with it. Subsequently, it was subjected to a pulling force and got fractured. The device labeling does address the potential for such an event in the instruction for use by stating the following: "do not pinch the plastic cannula and/or the side tube with forceps. It may cause scratches on it. Attention should be paid not to damage the plastic cannula with forceps or sharp edged tool". All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported a fracture on the outer cannula of the entry needle used. Follow up communication with the user facility reported the following information: the entry needle was inserted into the radius artery; after entry, the plastic cannula was fractured; the fractured piece remained in the patient's skin; and the patient is under observation.